Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for investigation; however, it was found that the root cause of losing patient images was due to management algorithm error. Siemens had implemented and installed a software patch (B)(4) through (B)(4) on (B)(6) 2016. Reference: (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1 because the establishment registration ID# changed since the original submissions in 2016.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that at the conclusion of a vein blood flow procedure, the user found that the images were lost and were unrecoverable. The procedure was not repeated because paper copies of the images were created during the exam. There was no patient injury reported. No additional information was provided.